Manufacturer narrative:
(B)(4). The customer reported that the battery was not charging. There was no report of patient involvement. A philips field service engineer verified the failure. A spare battery from the customers stock was used to replace the failed one. Replacing the battery resolved the failure. The device passed performance testing and remains at the customer site.

Event description:
The customer reported that the battery was not charging. There was no report of patient involvement.